Event description:
A patient with a reverse tapered neck (with the distal segment being wider than the proximal portion), underwent aaa repair in 2007. One main body graft and two iliac leg grafts were placed. Upon the final angiogram, a type I endoleak presented at the proximal neck. When the surgeons initially ballooned the graft, the balloon was inside the fabric of the graft at all times. When the leak was identified, there was discussion regarding re-ballooning the graft at the neck and/or placing a cuff. The physicians decided to re-balloon with the balloon shoulder slightly outside the graft fabric and if no improvement was made, then they would add a cuff. After re-ballooning, the angiogram revealed a very large leak. The physicians then confirmed a ruptured vessel. A balloon was placed above the renal arteries and the patient's blood pressure remained stable and in control. The cuff was then deployed, ballooned and followed by several angiograms which confirmed there was no longer a leak. The conclusion was that the rupture was repaired and the patient remained stable. Upon closing the transfer to the recovery room, the patient remained stable. The patient's blood pressure dropped several hours later, and three arteriograms confirmed no graft rupture or leak. The physician then rushed the patient to or and opened him to identify the problem. The patient expired shortly thereafter. A retroperitoneal hematoma was identified and the physician indicated the patient may have died as the result of multi-system deterioration from compartment syndrome from the initial procedure. Physician indicated the final autopsy report showed one of the endovascular graft stent barbs had penetrated some plaque and displaced it causing a hole in the aortic wall.

Manufacturer narrative:
Eval: still under investigation.